Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that according to the patient, their stimulation had returned to normal. The rep stated that there was no lead migration; however, the patient noted that there is slight migration of the implantable neurostimulator (ins). The rep mentioned that the patient turned stimulation down to resolve the jolting sensation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a jolting sensation when laying on their right side. The patient fell about a week ago. Impedances were all within the normal limit and the patient was going to have an x-ray performed but the results of the x-ray were unknown. Surgical intervention hadn't occurred and wasn't planned. No further complications reported.